Manufacturer narrative:
Lhrs have been reviewed and no evidence was found to suggest the implants were non-conforming prior to distribution. The lhr's, manufacturing records, and sterilization records have been reviewed and no evidence was found to suggest the devices did not meet specifications prior to distribution.

Event description:
Doctor mentioned that he had a case in which some of the hardware experienced mechanical failure. The discovery date of the hardware is unknown. An email was sent to the surgical representative to find out more information regarding the failure. An x-ray was obtained and will be included in the complaint file. The x-ray depicts what appears to be a broken himax implant along with 2 broken screws. The original date of surgery was on (B)(6) 2018. The hardware was not removed or revised and there are no plans to revise the site. Per the sales rep, doctor is satisfied with the outcome of the case and the status of the union. Rep also mentioned that the patient was non-compliant.